Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that upon receipt of the pump the customer plugged it in to charge and the pump would not turn on. There was no patient involvement, as the pump was not being used on a customer at the time of the reported event.

Manufacturer narrative:
The failure investigation has been completed and the customer complaint was confirmed. In addition, a different symptom was found. The information will be used for tracking and trending purposes.